Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be specified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the panel on the left side of the oer-3 (olympus endoscope reprocessor) being used with the loaner gastrointestinal videoscope overheated, causing a burning smell. When the field service engineer, fse, in charge checked the oer-3, a hole was found in the binding part of the detergent tube closest to the washing tank. This was presumed to be due to the oer-3 being operated while there was liquid leaking. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).